Event description:
The contact reported that her husband obtained lower blood glucose readings with test strips, lot 1l506b. On an unknown date three months ago, the patient opened the first bottle of test strips from the box and obtained blood glucose readings in the 50 mg/dl range for a one month period. He did not question these readings. Some time within the last two months, the patient noticed that his typical blood glucose readings had decreased to the 17 mg/dl range. Because of the lower readings, the patient discarded the test strips some time this week. The desiccant is in the test strips bottle. The patient's meter was set to the appropriate code. The contact did not perform a blood glucose test with the representative because the patient was not home at the time of the telephone call. However, with the representative, the contact obtained a check strip test result of 77 versus a check strip range of 66-89. The patient's normal control solution is expired. The patient stores the test strips in the kitchen.